Event description:
During preventative maintenance of the device, the user reported the occlusion ring on the pump was cracked. The user also reported the hinge on the pump cover lid was broken. No other details regarding nature of the event were provided. Since the event occurred during preventative maintenance, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.